Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cardiosave pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter tubing and inner lumen. We are unable to determine when the kink occurred, however the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation and deflation on the pump. The evaluation confirmed the reported catheter restriction. The reported fiber optic sensor failure cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Referencecomplaint #(B)(4).

Manufacturer narrative:
Event site postal code- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a catheter restriction alarm and a fiber optic sensor failure alarm. There was no patient harm or adverse event reported.